Manufacturer narrative:
The lot release records were reviewed, and the product lot met all acceptance criteria. The device was received for evaluation. The pod was received fully deployed, and the exposed portion of the soft cannula was observed to be torn and shortened. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. It could not be determined if the damaged cannula contributed to the reported failure to deliver insulin. Based on the evaluation of the returned device, the root cause of the damaged cannula or its contribution to the reported event could not be determined. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone14.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level was greater than 300 mg/dl after wearing a new pod for an undisclosed period. The patient was not sure the device was delivering insulin.

Manufacturer narrative:
An investigation was completed on the pod returned for evaluation. The pod was received fully deployed, and the exposed portion of the soft cannula was observed to be torn and shortened. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. It could not be determined if the damaged cannula contributed to the reported failure to deliver insulin, and the timing and cause of this damage is unknown.